Manufacturer narrative:
Fileclip (broken) defective, replaced. Battery replaced. Measuring cable without failure.

Event description:
In this event it was reported that a raypex 5 apex locator gave incorrect measurements; no injury resulted.